Event description:
The customer reported that following a diagnostic catheterization procedure on june 13, 2000, a vasoseal vhd was deployed. The pt was discharged home. On june 14, 2000 the pt developed right groin pain and a fever. On june 15, 2000 the pt was admitted to the hosp with a "modest white blood count and low grade temperature" (as noted by the physician). The pt received intravenous antibiotics and was discharged home.